Manufacturer narrative:
It was reported that a communication error occurred during applicative test in maintenance. DHR review and review of complaint history did not identified any contributory factors to the event. According to technical investigation the communication error is due to a controller error as a udp socket timeout. The root cause of this event is a known design defect.

Event description:
During applicative testing with markers, a communication error occurred. There was no apparent reason for the communication failure. The error happened after trajectory 6 when the robot had been cleared and ready to move to trajectory 7.